Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having low and high blood glucose. Customer's blood glucose ranged between 50 mg/dl and 400 mg/dl due to serter issues. Customer declined troubleshooting.